Manufacturer narrative:
The sample will be returning for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury" (no consequences or impact to pt). Product problem(s): "the vitrectomy probe stopped cutting" (failure to cut); "the cassette would not drain" (no code available). The surgeon reported the vitrectomy probe stopped cutting and the cassette would not drain. The pak was switched out and the case was completed as planned. No pt injury was reported.